Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter there was an adverse event without identified device or use problem. This event occurred 2 times. The following information was provided by the initial reporter. This is a report about the difficulty to confirm backflow of blood due to a smaller side hole of the needle (the instaflash function doesn't work). The customer's verbatim report is as follows: "it is difficult/impossible to confirm backflow of blood upon venipuncture performed in outpatient settings." On 10/26/2021 additional information about the relevant patient: after administration of paclitaxel, the patient experienced extravasation and thus sought a medical consultation at a dermatology clinic and received a prescribed steroid. It is inferred that the hcp moved the needle more because of no visible blood backflow confirmed and might have damaged the vascular wall.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-12. H6: investigation summary our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two retracted units and three photos. Upon inspection of the received units, it was identified that one unit had dried media within the flashback chamber. This indicated that flashback did occur in the first unit. It is possible that flashback might have appeared delayed at the moment of insertion due to excess lubrication or if venipuncture did not immediately occur during use. However, bd was unable to confirm the reported defect for this unit. The second unit was inspected and dried media was observed in the notch and bevel. No dried media was observed within the flashback chamber. The device was then inserted into an artificial vein to test for instaflash and flashback. No flashback in the chamber was observed; although, instaflash was present. The reported defect was confirmed for this unit. The device was further inspected by inserting a guide wire from the bevel towards the base of the needle. The wire met resistance just on the other side of the notch and could not be fed any further indicating that an occlusion was present. While trying to dislodge the occlusion, dried media continued to fall out of the notch. It is possible that flashback might have appeared delayed at the moment of insertion, which might suggest some excess of catheter lube. It also may indicate that venipuncture did not occur right away during use. As device had been used, bd was unable to determine which scenario was more likely. Finally, the notches were inspected for the reported smaller size. Both notches were measured and found to be within specification. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter there was an adverse event without identified device or use problem. This event occurred 2 times. The following information was provided by the initial reporter. This is a report about the difficulty to confirm backflow of blood due to a smaller side hole of the needle (the instaflash function doesn't work). The customer's verbatim report is as follows: "it is difficult/impossible to confirm backflow of blood upon venipuncture performed in outpatient settings." 10/26/2021 additional information about the relevant patient: after administration of paclitaxel, the patient experienced extravasation and thus sought a medical consultation at a dermatology clinic and received a prescribed steroid. It is inferred that the hcp moved the needle more because of no visible blood backflow confirmed and might have damaged the vascular wall.